Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A different manufacturer representative reported that following uneventful cataract extraction with intraocular lens (iol) implant procedure, plus trabecular micro bypass stent system procedure, the patient presented on day one (1) postop with hyphema associated with iop increase. Reportedly, the increased iop remained persistent at one (1) week follow-up visit, and was associated with decreased vision at that time. The patient is on additional glaucoma medication and is being monitored. No further information is expected.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).